Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer experienced back pain and vomit. The customer mentioned having a respiratory infection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.